Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a probable cause for the foreign object to remain at the air water nozzle could not be detemined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope air water nozzle has foreign objects. There was no patient involvement.